Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture (grade IV). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 425cc on the left side and 450cc on the right side, silicone breast implants which bilaterally had issue with capsular contracture baker grade IV after implantation. . As a result patient underwent bilateral removal and replacement with mentor, 350ml moderate plus implants on (B)(6) 2019. This report is for the right side.